Manufacturer narrative:
Device technical analysis: the returned implant was analyzed as having caused pain due to migration. With all the available information, boston scientific concludes the reported event was confirmed. Visual inspection revealed the actuator to be miss aligned within the implant body. This caused the actuator shaft to rotate within the main body pocket during the functional test. This damage is believed to have occurred during the explant surgery, and it is not related to a device malfunction or due to migration. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, pain and migration is noted within the dfu as a potential complication associated with the use of the device. Investigation conclusion: the investigation concluded that the reported event of pain due to migration was confirmed. The probable cause selected had been determined to be a known inherent risk of device, and that an unintended use error caused or contributed to event.

Event description:
It was reported that the patient fell out of a chair two weeks post initial implant and began experiencing pain. The physician suspected that the device migrated underneath the lamina. The patient underwent a revision procedure in which the device was explanted and a new device was implanted. The patient is reporting reduced pain post operatively. Additional information was received that the incorrect device information was initially reported.

Event description:
It was reported that the patient fell out of a chair two weeks post initial implant and began experiencing pain. The physician suspected that the device migrated underneath the lamina. The patient underwent a revision procedure in which the device was explanted and a new device was implanted. The patient is reporting reduced pain post operatively.